Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in back-up mode following electrosurgery in an unrelated procedure. Technical support was contacted and the device was reprogrammed. There were no adverse consequences for the patient.